Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand, and pump was not part of a field correction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy and was informed they would receive a replacement pump.